Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2017-34918. During a follow-up, there were episodes of noise on the right atrial (ra) lead that led to automatic mode switch (ams). The ra lead was reprogrammed to resolve the event; the patient was stable and will continue to be monitored.